Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. The cannula was found to exhibit a weld defect. When compared to an in-house cannula sample, the shafts were found to point in different directions showing that the cannula shaft was rotated. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428062-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported during a da vinci surgical procedure, the single-site curved cannula was loose. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.